Event description:
In 8/2003, the pt reportedly was unable to hear while using the sound processor. The pt's family member exchanged external equipment. However, the problem was not resolved. Two weeks later, the pt was seen by a co rep for device eval. Testing conducted confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.